Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name - (B)(4). Initial reporter address - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump overinfused medication to the patient. The device completed the infusion earlier than the expected therapy time. This issue was further described as, ¿pump was already empty before the actual expiration time¿. The device was filled with glucosteril 5% and fluorouracil. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.